Event description:
It was reported that the colonoscope's turn knob was not working during a colonoscopy procedure. This caused a prolongation of greater than or equal to 30 minutes, with the patient under sedation. The procedure was completed with the same device. There were no reports of patient or user harm.

Event description:
This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1 and b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. Updated f10 health effect: impact code to f26.